Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported on behalf of a consumer who experienced burning, eye pain, tearing, red eyes and was diagnosed with keratitis. Additional information was received which states that the consumer attended the consultation with conjunctival hyperemia. The ophthalmologist told the consumer to change his contact lenses as they damaged his eyes and it later turned to conjunctivitis. Follow-up information was received, which states that the consumer experienced bacterial infectious keratitis and was treated with tobramycin and dexamethasone ophthalmic drops. The current status of the consumer's eyes is resolved. Further information cannot be obtained.